Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device history record review: a device history review was performed and no non-conformances were identified related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the device failed the visual inspection. It was further determined that a full assessment of the device could not be performed due to the condition of the cutter device in which it was received. The external features of the cutter were visually inspected, and it was observed that the tip of the cutter was broken. The cutter was examined using 28x magnification. Based on the photographic images, it was determined that the angle indicated there was excessive force applied. Additionally, the thickness of the cutter was measured and found to be within specification. It was determined that the root cause of the cutter breaking was due to excessive lateral or side to side force. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is improper handling. H11: corrected data: correction: device availability: d9: the device availability date was incorrect in the initial report. The date has been updated from 4/19/2021 to 4/30/2021.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. H4: the device manufacture date was reported as unknown in the initial medwatch report. This has been updated to oct. 16, 2019. Correction: d4: incorrect serial number: upon receipt of the device, it was identified that the serial number was (B)(6). The serial number has been updated from (B)(6) to (B)(6). UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: b5: upon subsequent follow-up with the customer, additional information was obtained. The reporter clarified that both burr devices were broken about 5-7 millimeters (mm) from the tip. It was further reported that since both devices did not break on the patient¿s body, it was not necessary to confirm the remains of the body with x-rays.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: burr device, (B)(6) 2021. Device manufacture date: the device manufacture date was unknown. The reporter¿s phone number and complete facility address were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
This is report 2 of 2 of the same event: it was reported from (B)(6) that during an unspecified craniotomy surgical procedure, it was discovered that two burr devices broke off. According to the reporter, the surgeon had no issue with the drill device for suturing the skull and the dura mater. It was reported that when the surgeon moved on to making a tenting hole on the bone flap, the device broke off. The device was replaced and tried again; however, it also broke off. It was reported that there were no delays to the surgical procedure as the surgery was completed with a spare device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.